Event description:
It was reported this balloon ruptured on the third inflation during an external iliac vein angioplasty procedure. Following balloon rupture, dissection of the vein was noted. Another balloon catheter was used to successfully complete the procedure. The pt's condition is good. This device has not been rec'd for eval. Therefore, no failure analysis is available. A lot search was performed and revealed no other complaints to date on this lot number. The co's follow up revealed this pt experienced pain and bleeding during the procedure and was treated with pressure bandages. However, the co's attempts to obtain further details surrounding this event have been unsuccessful. Should further details become available, a supplemental medwatch report will be filed under the appropriate sequence number. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with over pressurization or use in a calcified lesion. The co's follow up indicated this device was inflated without the benefit of a pressure gauge to determine the adequate dilating pressure within the balloon which co believes may have contributed to this event. However, as the co attempts to obtain further details about this event have been unsuccessful. Co is unable to determine the exact cause for this event. The co's directions for use state "the balloon is designed to inflate to a known diameter and length at a specific pressure... Do not exceed the maximum recommended pressure."